Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's right atrial lead, episodes of non-sustained lead noise were observed. No further intervention was performed as the physician opted to continue monitoring the lead. The patient's condition was stable throughout the event.